Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient; product ID 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 3998, lot# j0436899v, implanted: (B)(6) 2004, product type: lead; product ID 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Event description:
The patient reported a loss of therapeutic effect since she fell down the stairs about six months ago. The implantable neurostimulator (ins) has not targeted the area the patient needs since the fall. The therapy was not working as expected. The patient saw her pain management physician and was directed to contact a company representative to arrange an appointment for reprogramming. The patient would also like her device checked. Additional information has been requested.